Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no error related to medication removal. A technical support specialist (tss) had been unable to locate any orders associated with the two medications and requested confirmation from the customer, activity had been observed on the medications, but no current issues were identified. The customer reported attempting to replicate the error, but tss didn't receive any response. Tss proceeded to close the case with the instruction that a new ticket be opened if the issue recurred. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were loaded into pyxis medstation and greyed out. When tried to remove, not available and one or more items were not in formulary rejection was popping up. Medications were unloaded, deleted and reentered and reloaded but unable to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were loaded into pyxis medstation and greyed out. When tried to remove, not available and one or more items were not in formulary rejection was popping up. Medications were unloaded, deleted and reentered and reloaded but unable to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.